Event description:
Per the clinic, the patient experienced an infection at the subcutaneous plane of the scalp which extends to the implant. It was also reported that the patient experienced partial ulceration at the magnet site. Subsequently, the device was explanted on (B)(6) 2025. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.